Event description:
A surgeon reported that during glaucoma filtration shunt implant surgery, the shunt was not draining properly. Per the surgeon, no flow was confirmed even after injecting balanced saline solution (bss) from the side port. Flow was confirmed only from the incision. The surgeon also reported that even though he released the shunt smoothly, he felt some resistance, and he did not hear the usual clicking sound. The shunt was removed, and the surgical procedure was completed with a new shunt. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).